Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during second inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.